Event description:
Company representative reported the pt underwent bilateral mastectomy, sentinel node biopsy, axillary dissection, and immediate reconstruction with placement of tissue expanders under seri-scaffold on (B)(6) 2012. This report is for the left breast. Pt was subsequently seen in the ER for a stomach virus, fever and breast redness. Pt received IV fluids for dehydration and was prescribed on oral antibiotic. A few days later, pt presented with a 3x3 cm opening on the lateral aspect of pt's left breast with purulent drainage. Pt reported having a 'red breast' two days following pt's last chemotherapy. At the time of this report, the device currently remains implanted.

Manufacturer narrative:
Seri surgical scaffold remains implanted. Pt was treated in the ER with IV fluids and was prescribed oral antibiotics for "stomach virus, fever, and breast redness." These events are being reported because medical intervention was required, although device-relatedness has not been established. Allergan is not aware of any medical or surgical intervention related to the events of drainage and wound dehiscence at the time of this report. The pt was undergoing chemotherapy and possible radiation. This event is being reported as causality could not be determined and the device cannot be exonerated based on the available info.